Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an "ER 2" error message. Per the onetouch ultra2 user guide this error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue occurred approximately 3 months ago. It is not known how the patient manages her diabetes and what actions she took in regards to her usual diabetes management routine as a result of the alleged issue. At an unspecified date/time after the alleged issue, the patient claimed she developed symptoms of "thirst, irritability, sluggish and frequent urination" and she could not answer if she received any form of medical intervention. At the time of troubleshooting, the cca noted that subject meter was not being used for the first time. The patient was using the correct test strips; the patient was following the correct testing process. The alleged issue remained unresolved at the end of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The 510(k) # is k053529.